Event description:
It was reported that a pt's catheter malfunctioned. The catheter was explanted (B)(6) 2011. The type of medication, concentration, and daily dose being administered via the pump were not reported. No pt injury was reported. The pt's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Forty degree pump connector + catheter segment were returned for analysis. Catheter body showed compressed area, that "possibly caused an occlusion" per analysis findings. The pump connector showed no anomaly.